Event description:
Reported via literature article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged with an anticoagulation therapy of warfarin and aspirin. At the 2-week outpatient follow-up visit after the device placement and treatment with warfarin, the patient was found to have worsening thrombocytopenia with gingival bleeding, which prompted discontinuation of warfarin. The patient was advised to follow-up with primary care physician (pcp) within one week for evaluation of clinical improvement and possibly restarting warfarin or lowering the inr threshold. However, the patient was non-adherent to the follow-up visits with the primary care physician. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed a well-seated device without significant peri-device leak but there was a device related thrombus present on the closure device. The patient was admitted to the hospital and was restarted on warfarin with low molecular weight heparin bridging until inr was therapeutic. At 6-month follow-up, repeat tee image showed a resolving thrombus on top of the closure device. Repeat inr was in therapeutic range and platelet level had up trended. Patient was advised to continue warfarin and aspirin therapy with close outpatient follow-up. There were no other complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: uddin, m. M., pervez, e., usama, m., mir, t., regmi, n., & kottam, a. (2021). Challenges of left atrial appendage closure device and anticoagulation in a patient with immune thrombocytopenia (itp). Bmj case reports cp, 14(3), e241985. Doi:10.1136/bcr-2021-241985. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: uddin, m. M., pervez, e., usama, m., mir, t., regmi, n., & kottam, a. (2021). Challenges of left atrial appendage closure device and anticoagulation in a patient with immune thrombocytopenia (itp). Bmj case reports cp, 14(3), e241985. Doi:10.1136/bcr-2021-241985.

Event description:
Reported via literature article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged with an anticoagulation therapy of warfarin and aspirin. At the 2-week outpatient follow-up visit after the device placement and treatment with warfarin, the patient was found to have worsening thrombocytopenia with gingival bleeding, which prompted discontinuation of warfarin. The patient was advised to follow-up with primary care physician (pcp) within 1 week for evaluation of clinical improvement and possibly restarting warfarin or lowering the inr threshold. However, the patient was non-adherent to the follow-up visits with the primary care physician. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed a well-seated device without significant peri-device leak but there was a device related thrombus present on the closure device. The patient was admitted to the hospital and was restarted on warfarin with low molecular weight heparin bridging until inr was therapeutic. At 6-month follow-up, repeat tee image showed a resolving thrombus on top of the closure device. Repeat inr was in therapeutic range and platelet level had up trended. Patient was advised to continue warfarin and aspirin therapy with close outpatient follow-up. There were no other complications that were reported to have occurred.